Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer¿s blood glucose level was less than 54 mg/dl; cause was not known. The customer consumed carbohydrates to address bg level. The customer reverted to manual injections for insulin therapy.